Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the patient experienced pain at the ipg site due to ipg flipping in pocket. Surgical intervention is planned to address the issue.

Event description:
Additional information received indicates that surgical intervention took place where the ipg pocket was revised on (B)(6) 2022 to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.